Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a dexcom g7 pairing failure with the ilet bionic pancreas, resulting in a ¿pairing failed¿ alert and no available cgm readings; the user reported feeling well and believed blood glucose was unaffected, and was advised to contact the sensor manufacturer for a replacement, consult a healthcare provider for an available sensor, and obtain a fingerstick meter for interim monitoring. Symptoms included no adverse clinical effects reported. Outcomes included temporary loss of cgm data and need for alternative glucose monitoring. Investigation included user troubleshooting and education related to sensor pairing. Investigation of this case revealed a pairing failure between the external cgm sensor and the ilet system, consistent with a communication or connectivity issue involving the cgm interface component. It was concluded, based on previously established findings for similar reports, that the cause was likely a sensor-to-device communication failure unrelated to ilet pump therapy delivery.